Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was experienced during functionality testing however was unable to be reproduced during further evaluation. System error 105 was confirmed through the event history log. Evaluation found the system error caused by a seized motor. The failed motor assembly was replaced.